Event description:
It was reported that during an implantation of a screw, it was very hard to screw it into the patient's bone. Ultimately, the screw sheared and broke on the shaft of the screw.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: the stryker rep reported that the surgeon had prepped the hole prior to screw insertion and the patient had very hard bone quality. Manufacturing files were reviewed and no anomalies were found. Conclusion: the probable root cause is the patient's hard bone quality.

Event description:
It was reported that during an implantation of a screw, it was very hard to screw it into the patient's bone. Ultimately, the screw sheared and broke on the shaft of the screw